Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving morphine (20mg/ml at 5. 4mg/day) via an implantable pump. It was reported that the physician observed that the outer layer of the catheter appeared to be chaffed. It is unknown if there were any external/environmental/patient factors that may have contributed, and the diagnostics and troubleshooting steps included a visual inspection. During the catheter revision the physician used the pump segment from an 8780 kit to replace a portion of the proximal catheter resolving the issue.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) ubd: 14-jul-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.